Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had fractured, and it exhibited noise and high impedance. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.